Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 3.0 mm x 6 mm wolverine coronary cutting balloon and a 3.0 mm x 10 mm wolverine coronary cutting balloon were selected for use. During the procedure, at first inflation, it was noted that the lesion was heavily calcified and tight, and both balloons ruptured upon inflation. The procedure was successfully completed using an alternative device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. A 3.0mm x 6mm wolverine coronary cutting balloon and a 3.0mm x 10mm wolverine coronary cutting balloon were selected for use. During the procedure, at first inflation, it was noted that the lesion was heavily calcified and tight, and both balloons ruptured upon inflation. The procedure was successfully completed using an alternative device. No patient complications were reported. It was further reported that the 95% stenosed target lesion was located in 40% tortuosity and severely calcified mid right coronary artery. Upon first inflation, the balloon ruptured at 6atm. The device was removed using the normal method without any problem. The patient was in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for product analysis. No kinks or damages on the hypotube shaft profile and shaft polymer extrusion. A microscopic examination identified a 1mm tear/pinhole just distal to the proximal markerband. The balloon was subjected to positive pressure and was returned in a deflated state. One set of the blades was detached, 5mm of the blade was not attached to the balloon. A detailed microscopic examination confirmed that the blade castpad was fully intact. The other two sets of blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. A 3.0mm x 6mm wolverine coronary cutting balloon and a 3.0mm x 10mm wolverine coronary cutting balloon were selected for use. During the procedure, at first inflation, it was noted that the lesion was heavily calcified and tight, and both balloons ruptured upon inflation. The procedure was successfully completed using an alternative device. No patient complications were reported. It was further reported that the 95% stenosed target lesion was located in 40% tortuosity and severely calcified mid right coronary artery. Upon first inflation, the balloon ruptured at 6atm. The device was removed using the normal method without any problem. The patient was in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.